Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging an issue with a system alarm. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2017 with the following findings: a review of the pump black box data and alarm history showed no unusual alarms occurred. The audible alarm and vibratory alarm features were found to function properly during testing. The pump powered on normally and was exercised for 24 hours with no alarms or warnings occurring. An alarm was reproduced during investigation; the pump gave the appropriate sound warning and displayed the correct alarm message on the screen. The complaint of an alarm issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.